Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the balloon, valve seal, lock collar and doors appeared intact. The obturator and inflation bulb were received. A functional evaluation found that the balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, following the dissection of the inguinal anatomy, prior to reduction of the hernia, during placement of the access trocar, the balloon did not inflate. A new device was pulled from the shelf to complete the case. There was no patient injury.